Event description:
It was reported that during a hernia repair, the knots were slipping and would not hold. The suture was taken out and another suture was used to complete the case. There were no adverse pt consequences reported.